Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of respiratory tract irritation, dizziness, headache, reduced cardiopulmonary reserve and other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of respiratory tract irritation, dizziness, headache, reduced cardiopulmonary reserve and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation method code, patient outcome code grid, evaluation results code, conclusion code grid has been updated.